Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A visual examination of the returned device found that the stent was 2mm partially deployed. It was possible to insert the device without issue through a 5f introducer sheath, indicating that there were no issues with the profile of the device. It was possible to partially deploy, reconstrain, and fully deploy the stent without issue. There were no issues in the movement of the outer sheath proximally or distally. No issues were noted with the profile of the inner lumen; however, the distal stent wires were damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a carotid stenting treatment procedure, stent damage was noted. Vascular access was obtained via the femoral. The 90% stenosed, concentric shaped, de-novo, 8mm in length target lesion was located in the non-tortuous, moderately calcified, 5mm in diameter left internal carotid artery (ica). The lesion was not pre-dilated. This 8.0-21 carotid wallstent was advanced but met resistance crossing the lesion due to the stenosis. The device was removed from the patient so that the physician could pre-dilate the lesion. Once outside the patient, it was noted that there was a small gap between the tip and outer shaft of the stent delivery system (sds). The physician opened the stent to have a look at it when it was noted that the distal stent was "deformed". The procedure was completed with another carotid wallstent after pre-dilation. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a carotid stenting treatment procedure, stent damage was noted. Vascular access was obtained via the femoral. The 90% stenosed, concentric shaped, de-novo, 8mm in length target lesion was located in the non-tortuous, moderately calcified, 5mm in diameter left internal carotid artery (ica). The lesion was not pre-dilated. This 8.0-21 carotid wallstent was advanced but met resistance crossing the lesion due to the stenosis. The device was removed from the patient so that the physician could pre-dilate the lesion. Once outside the patient, it was noted that there was a small gap between the tip and outer shaft of the stent delivery system (sds). The physician opened the stent to have a look at it when it was noted that the distal stent was "deformed". The procedure was completed with another carotid wallstent after pre-dilation. No patient complications were reported and the patient's status is stable.